Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Example provided by the user sg=77, bg=95 on (B)(6) 2025 at 4:50 pm. A review of the glucose data confirmed the user's example. A review of the raw data in the data management system (dms) revealed transient instability in the reference channel on the (B)(6) 2025, which coincide with the inaccuracy observed by the user. The potential root cause for such failure mode may be related to an issue with the sensor electronics, for example, the led behavior at the time, or the in-vivo state of the sensor hydrogel. By the (B)(6) 2025, the reference channel had stabilized and it was determined that the system was now performing as intended, with differences observed between sg and bg explainable by lag. However, the user did not agree with this assessment. A courtesy transmitter replacement was approved for the user. The user was unresponsive to further communications, however, a review of the dms data revealed that the user received and was linked to the new transmitter on the (B)(6) 2025. Two weeks worth of data was reviewed following the transmitter replacement, and the user's system was working as intended with good agreement between sg/bg.the user did not report any additional inaccuracies related issues. The transmitter was not received at senseonics by closure of (B)(4). However, the transmitter was replaced as a courtesy extended to the customer, and no further investigation of the replaced transmitter is required for the investigation. B4. Date of this report 01 april 2025. G3. Date received by the manufacturer? 01 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1307. H6. Type of investigation updated to 4112. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.